Manufacturer narrative:
Product ID: 8709sc, lot# h825490911, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cut catheter was seen during a pocket exploration due to fluid buildup. The cause of the pocket revision was reported to be due to the catheter damage. It was unknown when the fluid buildup was first noticed. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h825490911, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter . Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the catheter was sheared in the pocket so a new connector was implanted to the rest of the existing catheter.

Manufacturer narrative:
Product ID 8709sc lot# (B)(4) serial# implanted: (B)(6)2012 explanted:(B)(6)2019 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that issue was first noticed on (B)(6)2019 during a pocket revision. It was reported that the patient experienced increased pain due to the sheared catheter. The cause of the catheter issue was unknown; the issue was reported as resolved. No further complications have been reported.